Event description:
An ophthalmologist reported that a 42 year old male patient experienced toxic keratopathy and lost 90% of the corneal epithelium after using the ultracare system. The patient apparently sought unspecified medical attention at the time of the initial reaction, and was seen by the reporting doctor one week later. The reporting doctor prescribed fml and artificial tears. The patient's corrected vision at that time was 20/50 to 20/60. Patient rechallenged with product and experienced conjunctival injection. In follow-up with the reporting physician, it was noted that the patient's corneas are healing and his corrected vision has returned to 20/20. Dr. Stated that treatment given was to preclude permanent injury. Corrective treatment: fml and artificial tears.